Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via an implanted pump. The indication use was spinal pain mentioned. It was reported that they were getting service code 338 on the handset for 4-5 days and the patient reached out to the medtronic representative yesterday and they tried to troubleshoot and clearing the cache and the code but that did not resolve the issue. The patient stated that they saw her healthcare provider today and they were having trouble with the personal therapy manager (ptm) connecting. They were denied boluses when they should not be. The patient reported that the ptm took a long time to connect to get a bolus since a month and half ago. The patients get 4 bolus a day. The patient mentioned that her pump was in the back. The agent assisted the patient with clearing the data. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issues. The patient mentioned that they had traumatic brain injury (tbi). Additional information was provided from a consumer stated that they had called multiple times and they were calling back now about the same thing that they called about last time. The patient stated that they did all the steps that they were told to do, however they kept getting the same "rainbow" of errors. They were getting service code 338 and system error 0x79ec6626. The patient stated that the rep told them to keep calling patient services. They were ready to just have the pumpremoved due to the errors appearing on the handset. The agent connected the patient to healthcare information technology (hcit) for further assistance. The rep called in and requested that a personal therapy manager (ptm) be sent out to the patient because she was having issues with 338 service code every couple of days. The rep stated that all troubleshooting measures have not helped to resolve this issue. The rep will call back with address for the patient so the handset can be shipped.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the handset found no visually anomalies and ¿the device tested ok¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.